Manufacturer narrative:
G4: 01sep2020. B4: 02sep2020. It was reported to philips that during a routine check on the device, the device was not switching on and displayed error codes associated with 5v supply failed, and the watchdog test failed on the power-on self-test (post). A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance and confirmed the reported issue. The fse replaced the power printed circuit board assembly(pcba) and the flow sensor assembly to resolve the reported issue. The device successfully passed performance specification testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28aug2020.

Event description:
It was reported to philips that the device was not switching on. The device was not in clinical use at the time of the event. There was no report of patient or use harm.